Manufacturer narrative:
The event occurred on an unspecified date in 2018. The device was not returned and the lot number is unknown; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified the pump tubing was damaged leading to the leak. The cause of the condition was related to the pump tubing material used. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set presented a damage resulting in a leak. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.